Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately thirteen years and one month later, the patient reported to the imaging center with right lower quadrant pain and computed tomography (CT) revealed that an inferior vena cava filter was present. The inferior vena cava filter appeared within expected position with the superior aspect, approximately 4 cm inferior to the right renal vein. No significant filter tip was identified. All six filter struts appeared to perforate the inferior vena cava wall and terminated in the adjacent retroperitoneal fat. No strut fracture or bending was appreciated. The inferior vena cava filter appeared normal in caliber. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2007).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter migrated and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in abdomen area; however, the current status of the patient is unknown.